Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had instability. (Right). Dr. (B)(6) pulled the poly 14 mm and replaced it with a 17 mm poly and a stryker patella was also implanted.